Event description:
It was reported that pump had series 3 screen and not series 1 screen. After switching to acat1, screen failed to operate; there was no tracing and screen went from blank to black and from red to white in color. Pump was switched off and on again, but difficulty persisted. Md used pump without screen and used theater monitor's information. Sales rep was in facility conducting training session. Perfusionist took screen to sales rep and sales rep replaced screen. Theater was able to use screen (from an acat1) from sales rep. Refer to medwatch no. 1219856-2007-00170 for first event involving this patient. A follow-up report will be filed if more information becomes available.